Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as well as a low bg level. The customer indicated that there was no issue with the pump or related supplies and declined to provide further information regarding the events to tandem technical support.